Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 4 patients who underwent laparotomy for radical hysterectomy in two patients and for operative staging in the other 19, with following implantation of the silicone tissue expander with the use of an absorbable polyglycolic acid mesh suffered a pain. Title:¿ protection of the small bowel with a silicone tissue expander prosthesis and a polyglycolic acid mesh during radiation therapy for cervical carcinoma." The author describes the operative technique and results of protection of the small bowel with a silicone tissue expander prosthesis and a polyglycolic acid mesh in 21 patients during radiation therapy for cervical carcinoma. The article was received 5 may 1993. Mentor implants were used in this study, however catalog and lot number were unknown.